Event description:
Pt arrived via emergency medical services (ems) from outside hospital with impella in place. Impella monitor alarming flow sensor disabled. Attempted to change consoles, and upon switching consoles, new console alarmed flow detection disabled. We attempted to switch back to original console and the same flow detection disabled alarm message displayed. Pt's blood pressure decompensated, code was called and patient expired. Impella console taken to cath lab and impella catheter taken by a biomed rep.